Event description:
A neuro coordinator reported the mouse used with a s7 system stopped working towards the end of a neuro case. No impact on the pt outcome was reported.

Manufacturer narrative:
No part has been returned. RMA issued for replacement mouse to be sent to site.